Manufacturer narrative:
Concomitant medical products: quad fuse set; antisiphon valves. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during a patient¿s infusion with 4 unknown medications via a non-bd quad extension set with different colored slide clamps, two of the small 0.2 micron extension sets leaked on the yellow and white clamp lines. No patient harm was reported. A needleless connector was on the red clamp line, and anti siphon valves were attached to the green, yellow and white clamp lines at the connection to the pump tubing. Although requested, no event or patient details were provided.

Manufacturer narrative:
The customer¿s report of a filter leak was confirmed. No anomalies were identified during initial visual inspection. Functional testing found that the set leaked from the air vent of the 0.2 micron filter. Closer inspection of the filter under a lab microscope observed no damages or anomalies. The root cause of the leak could not be definitively determined.

Event description:
The customer reported that during a patient¿s infusion with 4 unknown medications via a non-bd quad extension set with different colored slide clamps, two of the small 0.2 micron extension sets leaked on the yellow and white clamp lines. No patient harm was reported. A needleless connector was on the red clamp line, and anti siphon valves were attached to the green, yellow and white clamp lines at the connection to the pump tubing. Although requested, no event or patient details were provided.